Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one-link catheter extension set was received non-bonded. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection was performed and there is no evidence of solvent between the female luer and luer activated device. The reported problem was verified. Controls are in place for prevention and detection of the failure mode and no deviations were found. There are sensors to detect the presence or absence of solvent in the machine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.